Manufacturer narrative:
(B)(4). The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event/patient effect of death, mitral regurgitation (mr), thrombus (emboli) and cardiogenic shock listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death, mitral regurgitation (mr), thrombosis, cardiogenic shock could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1964 labeled 2262 labeled 2100 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3. Date of event estimated d6. Implant date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report post procedure, patient death occurred after increased mitral regurgitation, cardiogenic shock due to thrombosis. It was reported through a research article identifying an in-hospital patient death in a an (B)(6) year-old patient treated emergently for severe secondary mr following cardiogenic shock caused by thrombotic left main coronary artery occlusion that had been successfully managed using primary percutaneous coronary intervention. Additional specific patient information is documented as unknown. Details are listed in the attached article titled, edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study". No additional information was provided.